Manufacturer narrative:
The intraocular lens was received and is currently under evaluation at the manufacturing site. The device met all manufacturing specifications prior to release to the market. The cause of this event is unknown at this time. At this date all known information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The lens was inspected under illuminated 10x magnification. Results showed a lens cut in half with a piece missing from the optic. No optical deviations were observed, however the condition of the lens precluded measuring the diopter. Manufacturing records were reviewed and met specifications. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 21.5 diopter of this lot number. A review of the historical complaint data base revealed that no additional complaints from this lot were received. A review of the implant database shows the patient's original lens implant was replaced with a lower diopter lens of the same model. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the multifocal intraocular lens was explanted 5 months after implantation. The reason stated was the patient's complaint of vision not clear. The incision was not enlarged to remove the lens.